Event description:
During a review of the pump's event history by baxter (B)(6) personnel, a colleague infusion pump was found to have experienced a fc 808:02 which interrupted delivery. It is unknown when or in which care area this event occurred. Patient involvement is unknown. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:02 was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is the pump head module. The pump head module was replaced. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.